Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) went into ventricular fibrillation (vf) at 190 bpm. Quick convert was successful, but before the episode ended the rhythm accelerated again and a 41 joule shock was given by the ICD. The shock did not break the rhythm and the device began to charge again. During charging, the rhythm broke spontaneously and no additional therapy was given. The physician inquired why the shock failed to convert. Boston scientific technical services (ts) discussed examples of situations that affect shock effectiveness, including progression of heart disease, electrolyte imbalance, non-compliance with prescribed medications, and additional/recreational drugs. The ICD was implanted three years ago. During implant defibrillation threshold (dft) testing, conversion failed at 17 joules, but was successful at 29 joules. There is no other history of shock conversions available from the device. The patient is currently in the hospital ICU with sepsis. According to the field representative, the sepsis may have caused a metabolic change affecting dfts, but this was not confirmed by the patient's physician. The field representative was contacted several weeks later regarding the patient status. No further information was able to be obtained. The field representative noted the physician had wanted to perform dfts again, but there is nothing planned at this time due to patient's condition.